Event description:
This is report 1 of 1 for file (B)(4).

Event description:
According to the reporter, during an intramedullary nail implant of a tibia the surgeon was reaming, the first pass, the reamer came in contact with the posterior cortex. With subsequent force, using power, the reamer moved forward, however on x-ray, it was discovered that the reamer head had broken into 3 pieces within the medullary canal. The surgeon extracted all 3 pieces. The surgeon was able to complete the procedure with no further incident and with no adverse effect to patient noted. The part discarded by facility.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing site address is unknown. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.